Event description:
Reporter alleged obtaining discrepant back to back glucose results of 439 mg/dl and 439 mg/dl on advantage system 1 compared to a result of 100 mg/dl on advantage system 2 when all tests were performed within 10 minutes. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch is being submitted for discrepant back to back results with advantage system 2. Reference medwatch report with a1 patient for discrepant back to back results with advantage system 1.